Event description:
It was reported that sometime post drainage catheter placement, catheter allegedly found cracked, upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 10f navarre drainage catheter was received for evaluation. Visual and microscopic evaluations were performed. A longitudinal crack was noted distal to the strain relief with uneven edges, threading was noted protruding through the crack. The thread was noted to be broken and the thread bond within the device was noted to be separated. Therefore, the investigation is confirmed for the reported fracture and the identified break, material separation and material protrusion issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2025), g3, h6 (device). H11: b5, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during a drainage catheter placement procedure, the drainage catheter allegedly cracked at the end of the treatment. There was no reported patient injury.